Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre reader and read-8 for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a precision reading issue with the adc device and as a result, they experienced a loss of consciousness and were unable to self-treat. The customer had contact with a healthcare professional who administered glucose for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 74 mg/dl was compared to a built-in meter result of 474 mg/dl and when plotted on a parkes error grid, fell into the ¿c¿ zone showing the difference in values to be clinically significant.